Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced facial nerve stimulation while using the device, performance decrement and migration of the electrode array into facial recess (date not reported). Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.